Event description:
The device was used during a saphenous vein harvesting. The tip of the vessel dissector broke off. There was much force on the dissector as it was being pushed in front of the retractopr. The surgeon elected to make a small separate incision retrieve the tip to complete the case.